Event description:
It was reported that the pump touch screen was cracked. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.